Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled heart valve repair procedure unrelated to the device. The patient was connected to external pacemaker and received intermittent pacing support. During the procedure, the patient experienced vt storm, and the device delivered multiple shock therapies appropriately. The therapies converted the rhythm and at other times accelerated the rhythm into vf. It was also noted that the device undersensed vf episodes due to changes in sensibility setting and pacing from external pacemaker. Programming changes were recommended. The patient was stable at the time of the event and will continue to be monitored.